Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: xifnt511, osseotiteâ® tapered certainâ® implant 5 x 11.5mm, lot# 2021060513. Xifnt411, osseotiteâ® tapered certainâ® implant 4 x 11.5mm, lot# 2021060878. PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Device requested but not returned.

Event description:
It was reported that the implant driver would not connect to inside of the implants and the implants were unable to be placed. Tooth location #19 and 20.